Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor tried to insert clso-10-7 (B)(4) into the cbd together with oa-10 (B)(4). The inner guiding catheter passed through the stricture, but the stent did not go up even when pushed with the out pusher. The out pusher of oa-10 (B)(4) was distorted. They inserted clso-7-7 (B)(4) and completed the procedure. There is no information on patient outcome.